Event description:
A malfunction alarm was triggered on an insulin pump, specifically alarm 30 indicating a motor stall, during the pumping process. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. To address the issue, customer technical support assisted in loading a new cartridge using the correct technique, allowing the customer to resume insulin therapy successfully.